Manufacturer narrative:
Based on the claim against the product by the customer noting frayed cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have localized melting near the grip base. The conductor wire was exposed (from the pictures provided by fa). This failure is most common caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was found to have dried residue on the clamping pulleys. The complaint regarding frayed cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the fenestrated bipolar forceps instrument (part# 471205-17 / lot# k11220509 0374) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system (B)(4) for a radical extraperitoneal prostatectomy with lymphadenectomy procedure. There were 0 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was after the reported event date. Images associated with this reported event were not submitted for review. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis found the fenestrated bipolar forceps instrument had conductor wire damage and localized melting near the grip base. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that fenestrated bipolar forceps instrument had a frayed cable. No other information was provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.